Manufacturer narrative:
No medical records and no medical images were provided to the manufacturer. The lot number for the device was provided. The device history records are currently under review. The device has been returned for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that prior to an ultrasound-guided breast biopsy, the top slide of the device allegedly occasionally failed to prime. When it did prime, the top slide reportedly self-activated while priming the bottom slide, or both slides self-activated once fully primed. It was further reported that the procedure was performed with another device. There was no reported patient contact.

Event description:
It was reported that prior to an ultrasound-guided breast biopsy, the top slide of the device allegedly occasionally failed to prime. When it did prime, the top slide reportedly self-activated while priming the bottom slide, or both slides self-activated once fully primed. It was further reported that the procedure was performed with another device. There was no reported patient contact.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one maxcore biopsy needle was returned for evaluation. During the drop test the cannula self-activated. An x-ray showed insufficient cannula tang engagement and upon disassembly it was noted that the left bumper was missing and the right bumper was bent. Therefore, the investigation is confirmed for the alleged priming and self-activation issues. It is likely that the missing left bumper and subsequent bent right bumper contributed to the poor cannula tang engagement, and reported/identified issues. However, the definitive root cause could not be determined based upon the available information. It is unknown if procedural issues contributed to the reported event. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate.